Event description:
It was reported that a malfunction alarm occurred. Replacement pump was sent to customer to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At time of troubleshooting customer had not addressed bg level.